Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint needles were received and evaluated. It was noted that only the needles with silicone tubing was returned. The implants were not returned. At this time, we cannot confirm the failure or determine a root cause for this failure without the whole needle assembly. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot released to distribution. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported by the hospital that the second backstop failed to properly deploy off of the needle during anterior cruciate ligament (acl) repair surgical procedure. The defective product was removed from the articular space and a new 12 degree omnispan was opened. The defective product was removed from the patient and the repair was completed using omnispan. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.